Manufacturer narrative:
A visual examination of the button was performed and no issues found with device. The button body, inner diameter and flange plug outer diameter were measured and found to be within specifications. The right angle connector was measured and found to be within specifications. A functional evaluation was performed by inserting the right angle connector into the button body without issue. A second functional evaluation was performed by inserting a syringe into the right angle connector and pulling a vacuum in the button body. The button held the vacuum and the valve sealed properly against the button body. A third functional evaluation was performed by injecting water through the right angle connector and into the button device using a syringe, no leaks were noted. A vacuum was then drawn while water remained in the button body and the valve held a vacuum as expected. The returned unit was not consistent with the complaint incident that the button leaked. The device measurements and functional evaluations confirm that the device met specifications. Therefore, the most probable root cause is not confirmed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010.according to the complainant, on (B)(6), 2011 when injecting enteral nutrition the device leaked. The device was replaced with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010.according to the complainant, on (B)(6), 2011 when injecting enteral nutrition the device leaked. The device was replaced with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.